Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 69 mg/dl at the time of the incident. The customer states pump alarmed to replace the battery and when they did the pump display did not return. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no unexpected change battery messages, change battery now alerts/alarms, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Pump passed displacement test, sleep current measurement, active current measurement and self test. No blank display noted during testing.